Event description:
It was reported that the pt had a catheter blockage. The medication being delivered via the device system was demerol. The demerol was found crystallized in the catheter, the catheter was replaced.

Manufacturer narrative:
(B)(4).